Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post lvad surgery. Ra lead was possibly disturbed during the procedure. Intermittent p-wave undersensing was noted. Increased of atrial capture threshold increased. Programming changes were made. Further actions such as lead revision and additional programming will be discusses with the physician.